Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the medial deviation at l3 right was soft-tissue pressure applied to the tools while instrumenting. A patient shift is a possibility since it was difficult to understand whether the patient moved before or during the drilling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a spinal procedure. It was reported the surgery was aborted and that there was a dura tear. Since the patient was a bit heavier they took more CT to fluro x-rays to help with registration. With new updated x-ray's they were able to register successfully. There was a yellow circle of accuracy at l3/l4 but no shifts. The manufacturer representatives checked as well and there were no shifts at l3 or l4 before the beginning of the guidance system portion of the surgery. The patient was wide enough that the doctor had to lean on patient to instrument on l3 and l4. It was discussed with the surgeon that they have to be careful about movement with heavier patients. They sent the guidance system arm to l3 and it was more medial and they had to re-plan to lateralize it and then they sent it to the new trajectory. They placed the dilator and canula down on navigation, and it appeared where it was supposed to be. When they went to drill the patient physically moved and so the surgery was aborted. They removed the guidance system arm. The surgeon saw that there was a dura tear when looking through the microscope. The dura tear was with the midas drill. The guidance system did not say shift detected. They physically saw the shift and aborted the surgery. The patient was only strapped down at the legs. The procedure was delayed less than one hour. Additional information provided that the deviation was right l3, and this was the only level that was performed before aborting the robotic portion of the surgery. The surgery was still completed free hand. The surgeon was on the right side of the patient. The bone mount bridge and schanz bond was used. The trajectory was deviated between 3.5mm and 10mm.